Event description:
A beckman coulter field service engineer (fse) reported a burning smell, smoke, sparks, arcs and flames from the customer's coulter lh 750 hematology analyzer, during validation and installation of the instrument. The customer was not using the instrument at the time of the incident and there was no report of erroneous results associated with this incident. The fire department was not called. There was no report of injury to the operator.

Manufacturer narrative:
(B)(6). The fse replaced the pneumatic power supply on the instrument to resolve the issue. The fse attributed the issue to varistors located within the power supply. The varistors are enclosed within the power supply cabinet and would not cause a fire hazard to the outside of the instrument. The coulter lh 750 hematology analyzer is compliant with electrical safety standards ul61010-1, can/csa-c22 no. 1010.1-92, and can/csa-c22 no. 1010.1b-97. (B)(4).